Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a cardiac tamponade, pericardial effusion, and perforation of the left atrial appendage (laa). The left superior pulmonary vein (lspv) had been ablated without issue, though afterwards the physician needed to assist with an emergency in another lab. The patient was stable during the delay. The physician returned to the procedure room and completed isolation of the left inferior pulmonary vein (lipv). When deploying the catheter array to the flower shape to ablate the right superior pulmonary vein (rspv) it was difficult to visualize the catheter well, and it was realized that the intracardiac echocardiography (ice) catheter had not been advanced to the left atrium (la). The farawave was removed from the faradrive sheath and the dilator and guidewire were readvanced into the sheath. The wire was placed in the laa and the faradrive sheath was moved into the right atrium (ra) to allow room for the ice catheter to pass through the septum. After the ice catheter was advanced to the la the faradrive sheath was advanced followed by the farawave catheter. The farawave was being positioned near the rspv when it was noticed that the movement of the heart had become sluggish. A check was made for an effusion, and a large effusion was found. The procedure was cancelled at that time and pericardiocentesis was performed, then the patient was sent to the operating room (or) for an laa clip procedure, as it was the laa that was perforated. Afterwards the patient was hospitalized and discharged after several days. The device is not expected to be returned for analysis due to disposal.